Event description:
It was reported that the right atrial (ra) lead exhibited noise over-sensing and was presented with isometric testing, which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.